Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. This event affected 300 devices. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood. Some tubes drew approximately only 2-3 ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure mode of underfill based on retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.